Event description:
It was reported via repair work order that the foot end jack could not lower due to "mout" of adjustment release rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.